Event description:
It was reported that the pt developed an infection around the incision site. It was determined that the pump should be removed in the best interest of the pt. The physician noted that the pt was very active post implantation and this may have led to the infection. The pump was explanted on (B)(6) 2015. The date of the onset of the infection is unk.

Manufacturer narrative:
Device eval summary: the pump investigation included flushing the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per spec. Internal complaint number: (B)(4).